Event description:
The laser fiber was connected to the laser machine and was properly turned on. A loud clicking noise sounded that is not usually audible when using the laser. The clicking noise was happening where the laser meeting the fiber. The lights and laser all said the fiber was connected properly with no issues on that end. Tried the laser 2 additional times and the resulting noise was the same. Got a new fiber and connected with no issues and no audible clicking. This lead the staff to believe it is a manufacture's error.